Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported on behalf of her child who received low sensor readings whole night compared to readings obtained on the competitor meter. Sensor readings of 129 mg/dl and 59 mg/dl were obtained compared to capillary readings of 238 mg/dl and 130 mg/dl respectively obtained on the competitor meter. Customer was feeling unwell and the child was given food and sweet products. Subsequently when the blood sugar went high, customer was treated with unknown dose of insulin by a third party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported on behalf of her child who received low sensor readings whole night compared to readings obtained on the competitor meter. Sensor readings of 129 mg/dl and 59 mg/dl were obtained compared to capillary readings of 238 mg/dl and 130 mg/dl respectively obtained on the competitor meter. Customer was feeling unwell and the child was given food and sweet products. Subsequently when the blood sugar went high, customer was treated with unknown dose of insulin by a third party. There was no report of death or permanent impairment associated with this event.